Event description:
Boston scientific received information that this right ventricular (rv) lead was one day post implant and exhibited dislodgement, increased pacing thresholds to greater than 5 volts, and inconsistent capture. It was reported that the patient underwent a lead revision procedure and this lead was successfully repositioned and no further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.